Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres at 10 seconds, the balloon ruptured and a vertical tear in the middle part of the balloon was found. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.